Manufacturer narrative:
At this time, the lead is not expected to be returned as it is in possession of the hospital's pathology laboratory. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted. The sales representative explained an interrogation evidenced the implanted leads were not functioning appropriately. A dislodgement was suspected as the physician stated the leads were never sutured down during implant. The dislodgment was confirmed via fluoroscopy. The physician performed a revision to reposition the ra lead, but failed because he was unable to re-extend the helix. The lead was extracted and an alternate lead implanted without issue. No additional adverse patient effects were reported.